Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via telephone call that the blood glucose ran low. The blood glucose reading was 50 mg/dl. The caller declined to troubleshoot for this issue and stated that they would be trying longer tubing and talk to a diabetes team for adjustments to the settings. The insulin pump was not replaced or returned for analysis.